Event description:
This ICD was explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion mfg lyra model ICD's. It was reported that the device would not communicate at all; therefore, the battery voltage of this device could not be recorded.